Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19887. Related manufacturer reference number: 2017865-2021-19891. Related manufacturer reference number: 2017865-2021-19893. It was reported that the patient presented to the clinic due to pocket erosion and infection. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) and left ventricular (lv) leads were all explanted. The right atrial (ra) was unable to be explanted and was capped during the procedure on (B)(6) 2021. The patient was stable throughout.